Manufacturer narrative:
Eval summary: primary surgical notes state that the hip was found to have stable range of motion, leg lengths and offset seemed to be equalized. There had been no complications noted. F/u notes state that the pt has been doing well except for some occasional noises. X-rays have been provided and found to have well aligned devices. There was no indication of liner malpositioning or loosening. In general, ceramic on ceramic total hip replacements have a history of making noise while in motion. Cause cannot be definitely determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt is experiencing a clicking of their hip with extension and external rotation.